Event description:
It was reported that the patient was having syncope for unknown reason. It was discussed to evaluate the patient by a physician to identify the cause. No further information is available.